Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation was performed during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The charged couple device unit (ccd) was malfunctioning, causing reported image-related problems. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
No new information received from the initial reporter.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the gastrointestinal videoscope was noisy. The issue occurred during device set up. There was no patient involvement.